Manufacturer narrative:
Attempts are being made to obtain additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of initial surgical procedure. The diagnosis and indication for the initial surgical procedure? Product code and lot number of the ultrapro mesh 30x15? Please clarify: were one or two ultrapro meshes used during the initial procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications. What is physician¿s opinion as to the etiology of or contributing factors to this event? Was the hernia repair associated with this event performed on primary or recurrent hernia? What was the defect size/type/location of the hernia associated with this event? Mesh size and overlap? Was the procedure associated with this event open or laparoscopic? If applicable in what tissue layer did you place the mesh? (Onlay, retro-muscular, extra peritoneal or intra abdominal). If applicable, closure of the defect (yes or no), use of stay sutures (how many), permanent or absorbable? If applicable, the mesh fixation technique: device and technique? (Single or double crown; spacing between implants). Were there any surgical instruments used in the placement of the mesh that might have damaged the mesh? E.g. Graspers crimping the mesh fibers. How much time from initial hernia repair to hernia recurrence? Was there any triggering event prior to present recurrence? (E.g. Weight gain, sneezing, coughing, strenuous activity)? How was the recurrence diagnosed? Please provide the date of reoperation. Mesh location and integrity? Are there any pictures available? What is the patient¿s current status? Received a container with an explanted mesh /tissue piece and the embedded tissue is more noticeable than the implant itself. A rupture as described by the customer cannot be determined at the mesh/ tissue piece. It seems to be a part of an ultrapro mesh based on the measured size of the returned mesh/tissue piece. No further investigation could be performed at the explanted sample. The cause of the described rupture could not be determined.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown hernia repair procedure in 2013 and the mesh was implanted. In (B)(6) 2016 recurrent hernia was discovered centrally sly; had established itself otherwise. Now other mesh was used to repair. Additional information has been requested.